Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error after the customer had dived into a pool with the device still on. The customer's most recent blood glucose was in the 200 mg/dl range. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm and no moisture damage to the electronic assembly. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.